Event description:
A male patient contacted lifecor customer support to report that he heard a "pop" come from the monitor and when he looked down, the screen was completely blank. He tried recycling the battery and the system would not boot up. He attempted using the other battery with the same result. Both batteries appear to be charging normally. Sending new monitor. Patient called back. He replaced the monitor and is now getting constant "check belt" messages. Support had him remove the battery and then remove the replace the belt. He did this and the alarms continued. Support asked for a manual recording and a download. Manual recording appeared to be fine. Patient asked if he should try cleaning the electrodes; he stated that it had been awhile since he did this. Support told him that he could try cleaning them and suggested trying lotion as well. He will do this and call back if the alarms occur again. Support asked that if the alarms happen again, then perform another manual recording and download, then call. Patient called back. He did as suggested and the alarms have continued. He was able to do a manual recording and downloaded once more. Support reviewed this and the manual recording appears fine again. Support asked him to remove the battery and remove the belt from the monitor. The pins appear to be fine. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluations of monitor and electrode belt have been completed. The reported problem was confirmed. The electrode belt had a shorted driven ground relay. This caused the electrode belt to think it was not on the skin. The electrode belt was repaired, retested and restocked. The monitor is still be evaluated. When it arrived at lifecor, it would not power up. Three of the power supplies were shorted. Multiple components on the defibrillator pca were burnt. This monitor is still in troubleshooting to see what is the root cause of the monitor not powering up. A supplemental report will be sent once this is determined. No adverse event resulted from the monitor to electrode belt failure. The patient received a replacement monitor and electrode belt.